Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease (pad). The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres (atm) for 30 seconds. However, during the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and it was noticed that the balloon was completely separated vertically. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The device showed signs of use. A pinhole was confirmed 97 cm from the distal end. Two kinks were noted: 15.5 cm and 15.7 cm from the distal tip. The balloon had twisted over the kink at 15.7 cm. The complaint was confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and balloon twist on the catheter were attributable to procedural issues therefore. So, the cause code adverse event related to procedure was used for this damage.

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease (pad). The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres (atm) for 30 seconds. However, during the second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient without any problem and it was noticed that the balloon was completely separated vertically. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.